Event description:
It was reported that five days post implant the left ventricular lead dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565 lead (B)(6) 2011; 407652 lead (B)(6) 2011. (B)(4).